Event description:
Reporter using accu-chek inform system#1. Reporter states back to back testing done on same meter within 5 minutes with results of 25mg/dl and 262mg/dl. Reporter states quality controls were run and passed. Reporter also ran back to back testing on meter to professional meter (accu-chek inform system #2) 5 minutes later with results of 262mg/dl and 109mg/dl. No treatment was given based on meter results. Location of testing was not provided. Reporter states no adverse effect to pt. A request was made for return of the suspect product and a replacement was sent. Accu-chek inform system #1: accu-chek comfort curve test strips lot#549209, exp date# 9/30/07. Accu-chek inform system #2: accu-chek comfort curve test strips lot# 549209, exp date# 9/30/07.

Manufacturer narrative:
This medwatch is being filed for results obtained on inform system #1. The suspect product is the comfort curve test strips.